Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the device was not confirmed. The device passed mechanical and electrical tests and is functioning normally.

Event description:
It was reported that the patient implanted with this pacemaker experienced pain on the armpit area and legs. Additional information was received indicated that this pacemaker was explanted due to malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the device was not confirmed. The device passed mechanical and electrical tests and is functioning normally. Correction to field bsc aware date, f10: patient code and h6: patient code. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient implanted with this pacemaker experienced pain on the armpit area and legs. Additional information was received indicated that this pacemaker was explanted due to malfunction. No additional adverse patient effects were reported.